Manufacturer narrative:
Additional narrative: evaluation codes were omitted from the previous follow up. The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed fracture of the femoral component. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the fractured device based on the provided information: however, the reported patient large physical stature ((B)(6)) is a possible contributing factor. Based on the inability to identify product error as a contributing factor or the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed fracture of the femoral component. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the fractured device based on the provided information: however, the reported patient large physical stature ((B)(6)) is a possible contributing factor. Based on the inability to identify product error as a contributing factor or the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address a fractured femoral component. The femoral component was found to be loose at the bone to cement interface. The manufacturer of the cement is unknown at this time. Also found was wear on the insert and patella.